Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number remlrq, and no non-conformance's related to the reported complaint condition were identified. . Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name/indication of index surgical procedure? Where was the trocar site? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please describe current symptoms- manifestations of wound healing disorder? When (post-op days) and how was the suture breakage observed? Was there any precipitating stress factor for the suture breakage? Was the tissue dehisced? If so, please specify. When was the re-suturing procedure performed? What was used to re-suture the patient? Other relevant patient comorbidities/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patient current status after re-suturing? Was the wound healed? If applicable, will product be returned, return date, tracking information? What is the surgeons name? Additional information was requested, and the following was obtained: did the suture break post op? Yes. How many days post-op was healing disorder observed? 2 - 3 weeks. Was re-suturing done? Yes. What medical/surgical treatment was provided? Steri-strips, re-suturing, open healing please provide the medicine name, strength and dose if administered.- no medicine was reported to have been provided. Patient's present condition. Fine. Were there any patient consequences related to this event? Long wound healing process. Products for all 5 related cases are in transit.

Event description:
It was reported that the patient underwent an unknown gyn procedure on unknown date in 2021 and the suture was used. Two -three weeks after surgery, post-op long wound healing disorder was observed after closing trocar incision; festering of wound. It was reported that suture broke. Surgeon was able to prevent patient damage with conservative treatment such as open healing, steri-strips and re-suturing. The patient's current condition is fine. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 09/10/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that two sealed boxes (36 devices on each box). In addition, two boxes already opened with 36 and 32 closed samples of product code y497h were received for evaluation. As per the sampling plan, visual inspection was performed on samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name/indication of index surgical procedure? Where was the trocar site? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Please describe current symptoms- manifestations of ¿wound healing disorder¿? When (post-op days) and how was the suture breakage observed? Was there any precipitating stress factor for the suture breakage? Was the tissue dehisced? If so, please specify. When was the re-suturing procedure performed? What was used to re-suture the patient? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status after re-suturing? Was the wound healed? If applicable, will product be returned, return date, tracking information? What is the surgeon¿s name? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.